Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the battery connector pins and the main keypad assembly as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event when attempting to deliver a defibrillation shock, their device sparked and started smoking, reportedly from the back of the device. When the defibrillation shock was attempted, the device gave an "abnormal energy delivery" message and reportedly did not deliver the shock. The customer was unable to provide any additional details on the reported event. The customer was using defibrillation therapy electrodes at the time of the reported event. The patient was alive at the time of their transfer to the local hospital. Their overall outcome is unknown.